Manufacturer narrative:
The proximate cause of the customer stated issue found the source device was not affected by the bezel post recall, the bezel was not replaced.

Event description:
The device had multiple component issues.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer reported bezel post recall was confirmed to be not affected during servicing activities. There was no reported patient involvement.the device is used for therapeutic purposes.

Manufacturer narrative:
It was determined the proximate cause of the rear case replacement was the result of a damaged upper well due to wear. It was determined the proximate cause of the male iui replacement was the result of corrosion due to maintenance issues. It was determined the proximate cause of the motor control board replacement was the result of a short at q22 due to an electrical failure.

Event description:
The device had multiple component issues.